Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system with an unidentified .035" guidewire stuck in the lumen. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was blood present inside the device, when received. Inspection of the device revealed that the proximal and distal shafts were detached at the transition between the braided outer shaft and the clear outer shaft, 10.5cm proximal of the tip. The detached ends of the shaft were jagged. There were numerous kinks throughout the shaft was the distal shaft kinked at the distal window. The wire lumen was revealed to be buckled at the distal markerband for 1cm. The hypotube was noticed to be separated at the jet body with a shaft kink in the same location. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked causing the hypotube to separate. The damage to the shaft and hypotube, indicate there was force applied to the device causing the damage and separation. The ID (inner diameter) of the tip was measured and the ID tip and wire lumen were within specification. An attempt to remove the wire was made; however, the guidewire was unable to be removed due to the buckled wire lumen and was stuck in the zelante device.

Event description:
It was reported that catheter became stuck on the guidewire and broke. The target lesion was located in the left iliac artery. An angiojet zelantedvt was used for a thrombectomy procedure. During the procedure, it was reported that the catheter became stuck on the non-bsc guidewire and broke. No patient complications were reported.

Event description:
It was reported that catheter became stuck on the guidewire and broke. The target lesion was located in the left iliac artery. An angiojet zelantedvt was used for a thrombectomy procedure. During the procedure, it was reported that the catheter became stuck on the non-bsc guidewire and broke. No patient complications were reported.